Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No moisture damage was noted on the electronics. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It is reported that a customer issue with the keypad on their insulin pump. The pt's blood glucose level was at 220 mg/dl. The customer stated there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).